Event description:
Information was received indicating that the pilot balloon to a smiths medical portex endotracheal tube was observed to be leaking. There were no reported adverse effects.

Event description:
Investigation completed and will be summarized in h 10.

Manufacturer narrative:
Other, other text: investigation received on a smiths medical intubation/portex endotracheal tubes siliconized. Three pictures received for evaluation. Used sample for testing with evaluation p/n 100/166/070 with lot number reported as unknown during functional testing the complaint was confirmed when submerging under water. Quality review was opened with no discrepancies revealed. The manual was reviewed and suggested instruction may have caused incident. According to below statement this may have been cause of incident. 10016024-001 rev. 100 ? Instructions for use - portex tracheal tubes was reviewed; in precautions section on point 6 states ?guard against cuff damage by avoiding contact with sharp edges?. Per mp tmfl-tj070 rev 107:

Manufacturer narrative:
Investigation received on a smiths medical intubation/portex endotracheal tubes siliconized. Three pictures received for evaluation. Used sample for testing with evaluation p/n 100/166/070 with lot number reported as unknown during functional testing the complaint was confirmed when submerging under water. Quality review was opened with no discrepancies revealed. The manual was reviewed and suggested instruction may have caused incident. According to below statement this may have been cause of incident. 10016024-001 rev. 100 ? Instructions for use - portex tracheal tubes was reviewed; in precautions section on point 6 states? Guard against cuff damage by avoiding contact with sharp edges?. Per mp tmfl-tj070 rev 107.

Event description:
Investigation completed and will be summarized in h 10.

Manufacturer narrative:
Other text: investigation received on a smiths medical intubation/portex endotracheal tubes siliconized. Three pictures received for evaluation. Used sample for testing with evaluation p/n 100/166/070 with lot number reported as unknown during functional testing the complaint was confirmed when submerging under water. Quality review was opened with no discrepancies revealed. The manual was reviewed and suggested instruction may have caused incident. According to below statement this may have been cause of incident. 10016024-001 rev. 100 instructions for use - portex tracheal tubes was reviewed; in precautions section on point 6 states guard against cuff damage by avoiding contact with sharp edges?. Per mp tmfl-tj070 rev 107.